Event description:
It was reported that while in use transducer started leaking from the blue flush toggle. Leak definitely around blue toggle.

Manufacturer narrative:
Device has not been received for evaluation.